Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was a problem with the implantable neurostimulator (ins). The message screen reported a power-on-reset (por) condition following an overdischarge. The por was cleared and the patient was able to recharge and get stimulation back, and all was well. It was later reported that there was a problem with recharging. The patient was charging more than expected. The previous overdischarge was noted. It was noted that the patient was charging daily now and ins was discharged after only a few hours of stimulation after being fully charged up. The patient did charge while she slept. A problem with impedances was noted. There were low out of range impedance values. Pairs of 2-6 and 3-7 were shorts, but were not programmed. Other pairs were in the normal range. Recharge statistics were reviewed and noted 8440 = 0 (pt had been interrogated already the day of the report), at 4.9 hrs, at 25.4 days, at 8 bars. The days between recharge didn't make sense if the patient was charging daily. The estimated recharge interval was calculated on the longevity calculator. Current programming was 0.7, 0.7, 2v, 450 on all, 60 hz, bipoles on each program, 415, 352, 946 ohms = 50 days between sessions expected. The patient indicated they had charged several full cycles since the overdischarge. Follow-up with the patient noted a difficult time keeping the recharger charged up. Ultimately the patient kept it plugged in while she was charging. Even then, however, the recharger was shutting down on her during charge sessions. The patient tried charging throughout most of sat (feb 20) and part of sunday (feb 21). Charged data showed 4 sessions (from most recent to oldest session): feb 21, 0 minutes charging, 0 coupling bars, no advancement in charge level; feb 21, 8 minutes charging, 3.67-3.71 v, 7 coupling; feb 21, 11 min, 8 coupling, 3.575-3.675; feb 19, 6 min, 6 coupling, 3.650-3.675. Other sessions involved other devices as this recharger was borrowed from the company representative. It was relayed that the charge sessions were very short and hard to discern if there was a charge issue. The patient underwent ins replacement. The device was to be returned to the manufacturer for analysis. As the date of the report, the device had not been received. Following replacement the patient was doing fine.